Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify battery out limit alarm due to blank display. Insulin pump received with stripped battery cap coin slot(p), missing end cap sticker and missing address/serial label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced hyperglycemia also insulin pump had blank display. The customer¿s blood glucose level was probably in the 200¿s mg/dl and off the insulin pump now blood glucose was 458 mg/dl and she had been off the pump for 48 hours and at blood glucose 600 mg/dl yesterday due to being off the pump and she was on lantus not on the pump. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.